Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was 323 mg/dl. The customer stated that she had to change the set 4 times in the last 2 days. After troubleshooting, the pump still alarmed no delivery. The insulin pump was not returned for analysis.